Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would power on but would not stay on. It was indicated that the main printed circuit board (pcb) was contaminated. It was also indicated that the output connector was broken, upper case was contaminated, keypad flex cable was contaminated, encoder assembly was contaminated, four knows were contaminated, lower case was broken, display was contaminated, two encoder nuts were contaminated, case screw was contaminated, and six main pcb screws were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would power on but would not stay on. The epg was returned for service. There was no patient involvement.